Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that during a standard battery replacement high impedances were seen and electrodes 0 and 11 were over 40k ohms. The physician elected to move forward and program around the impedances. The rep reported the issues was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.